Event description:
It was reported that the stent was damaged. Upon unpacking a 2.5x16mm omega stent delivery system, it was noted that the stent was bent. The device did not enter the patient and the procedure was completed with two 2.5x16mm and one 2.5x8mm omega stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the distal portion of the stent had struts that were flared, bent and stretched over the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was damaged. Upon unpacking a 2.5x16mm omega stent delivery system, it was noted that the stent was bent. The device did not enter the patient and the procedure was completed with two 2.5x16mm and one 2.5x8mm omega stents. No patient complications were reported and the patient's status is stable.